Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high with 452-453 mg/dl; cause was not known. Customer delivered a correction bolus via pump to address bg level. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.